Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptomatic bradycardia. It was also reported that repositioning of the right ventricular (rv) lead was attempted and the lead was ultimately explanted and replaced. No further patient complications have been reported as a result of this event.